Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00 x 12 synergy ii stent was advanced but could not be delivered. Upon removal of the device, the stent fell off from the delivery system. Subsequently, a 4.00x20 nc quantum apex¿ balloon catheter was advanced and fully deployed the dislodged stent into the proximal rca. A guidezilla¿ guide extension catheter was then advanced distally down the rca. After ballooning with the 4.00x20 nc quantum apex¿ balloon catheter, a 2.5x12mm synergy¿ stent was successfully deployed to the intended area. The procedure was completed with no patient complications reported.